Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient reported a hypoglycemic event occurred that resulted in hospitalization. The patient stated that on (B)(6) 2016, before going to the store, he checked his blood glucose and it was reading 189mg/dl on his blood sugar meter around 4pm in the evening. Upon leaving the store the patient went to his car, and there he passed out in his car. The patient remembers his hat being in the passenger seat and when he woke up he was in the ambulance. He is not sure who called 911 and how he ended up in the ambulance. The patient was taken to the hospital and was given IV's and his low blood glucose was treated with coffee with sweet and low sugar. The patient was released the next day on (B)(6) 2016 at 4:00am. At time of contact the patient was in good condition. No product defects or failures were alleged. No additional event or patient information was provided.